Event description:
The pt stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He stated that he accidentally pulled the cartridge out which caused the insulin from his newly filled cartridge to spill inside the cartridge compartment. During troubleshooting with a company rep, the plunger was detached from the piston rod. The compartment was dried out and proper removal of the insulin cartridge from the compartment was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.